Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they experienced a high blood glucose level 560 mg/dl. The caller reported a battery out limit alarm. The caller stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The caller had no symptoms. The caller reported that they treated the high blood glucose with a bolus from the insulin pump. The caller did troubleshoot and was resolved with insertion of a new battery. The customer¿s current blood glucose level was 355 mg/dl. The insulin pump will not be returned for analysis.